Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm, ongoing) and meropenem injection (1 gm per day, ongoing) for peritonitis. At the time of this report, the patient was recovering for the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information.